Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that t-wave oversensing was happening intermittently after a paced beat. The patient is pacemaker dependent and the oversense is causing a rate of 52 bpm. A lead sensistivity adjustment or repositioning was discussed. The device is still in use. No patient complications have been reported as a result of this event.